Event description:
Customer had a fasting lab comparison done. The lab result was 188mg/dl and the device reading was 86mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement were sent.